Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, manual injection was administered. The pod was leaking and the ketones were positive.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to be deformed and the distal tip was observed to be torn. A leak test was performed where the soft cannula was occluded at the cross drill, ratchet gear rotated, and fluid path was inspected. No damages, tears, or leaks were observed that would cause a leak during wear. Pod data indicates there was no struggle to deliver insulin and fluid was observed to travel the complete fluid path upon rotation of the ratchet gear. It cannot be determined when or how the damage to the exposed portion of the soft cannula and distal tip occurred, therefore the reported bend/kink cannot be confirmed.